Manufacturer narrative:
(B)(4): a replacement device was provided to the customer. Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that the device showed all three (charge-pak, attention and wrench) icons on the readiness display. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the charge-pak and attention icons were illuminated, likely due to a depleted charge-pak assembly and the service wrench icon was illuminated due to an event code unrelated to the device's power. The device was observed to power on and did have the ability to deliver defibrillation energy during testing. The customer recieved a replacement device.